Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose level at the time 90 mg/dl. Advised insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.